Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 39565-30, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) that had high impedance. It was reported the impedance was measured before the procedure and were all greater than 10,000 ohms. The surgeon disconnected the extension from the lead and directly measured the impedance of the lead. When he saw the results (high impedance), he decided to change the lead. The issue was resolved at the time of the report. No further patient complication was associated with the event. It was unknown what factors may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative confirmed the lot number of the lead was unavailable. The lead will not be returned because the customer discarded the product.